Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a superficial femoral artery and popliteal angioplasty procedure. Reportedly, all functioned properly through splitting the sheath and deploying the clip; however, when pulling the device out, the locator wings did not retract. After using the access ports to release the device, the thumb advancer disengaged. After the safety release was used, the vessel locator wings still did not collapse. The system was carefully pulled out of the anatomy. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported safety release issue was not confirmed. The reported vessel locator wings not collapsing could not be fully tested as the vessel locator wings were bent likely due to the difficulty to remove. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.